Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Patient stated that they experienced the reaction after removing the sensor at the end of the sensor session. Reaction was described as a rash, located at the sensor insertion site. Patient treated the affected area with over-the-counter hydrocortisone cream. On (B)(6) 2016 the patient visited the doctor and was prescribed triamcinolone acetonide. On (B)(6) 2016 patient had prescription refilled to help with the rash. No additional event or patient information was provided.